Manufacturer narrative:
This report is being filed to provide additional information in e.1, h.6 and h.10. Investigation: the customer did not require retraining for the user error because they stopped the procedure and addressed the error internally according to their sop. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a donor was started on a trima device without the lines being primed. Per the customer, the donor was immediately disconnected and there were no adverse symptoms and the donor was stable. Donor age and weight are not available at this time. Full donor ID: as-82xa55b the disposables set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the customer did not require retraining for the user error because they stopped the procedure and addressed the error internally according to their sop. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the available information, the root cause of the potential of air to donor was due to an operator error where they connected the donor too soon and before the set was primed.

Event description:
The customer reported that a donor was started on a trima device without the lines being primed. Per the customer, the donor was immediately disconnected and there were no adverse symptoms and the donor was stable. Full donor ID: (B)(6). The disposables set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a donor was started on a trima device without the lines being primed. Per the customer, the donor was immediately disconnected and there were no adverse symptoms and the donor was stable. Donor age and weight are not available at this time. Full donor ID: (B)(6) the disposables set is not available for return because it was discarded by the customer.